Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a cut antenna coil prior to receipt. This is believed to have occurred during revision surgery. In addition, the bottom cover was severely dented. The photographic imaging inspection revealed cracks along the substrate in addition to disturbed wirebonds on the digital and analog integrated circuit chips. System lock could not be obtained at any spacing. The no lock and broken substrate conditions prevented some of the electrical tests from being performed. The open device visual inspection confirmed cracks along the hybrid, dislodged electrical components, and disturbed wire bonds on the digital and analog integrated circuit chips. The residual gas analysis test result was above the limit for nitrogen indicating a non-hermetic device. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid, disturbed wire bonds, and dislodged electrical components. A corrective action was implemented. In addition, this device had nitrogen that exceeded the limit. Based on an assessment of the residual gas analysis data and the helium leak test, it is believed that this device was non-hermetic and that the root cause of the excessive moisture was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.

Manufacturer narrative:
The recipient's activation reportedly went well.

Manufacturer narrative:
The recipient was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.